Event description:
It was reported that the day after the implant, it was discovered that the atrial setscrew came out of the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw was loose/detached.